Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not receiving insulin from the cartridge. Customer's blood glucose (bg) level was 525 mg/dl. Customer delivered a bolus to address bg level. A cartridge change was performed resolving the issue.